Event description:
Patient undergoing a transcatheter aortic valve replacement via left percutaneous transfemoral approach. Groin access via 14f sheath in left common femoral artery (edwards lifescience 23mm sapien 3 valve was loaded into delivery device and placed into descending aorta). Fluoroscopic images showed a bent tine on the device. Surgeon did not deploy the device and the sheath was removed. Upon removal, there was vessel attached to the sheath that was determined to be the iliac artery. Patient required emergent vascular repair. Pathology reports left iliac artery with extensive calcifications and focal mild atheromatous plaque. FDA safety report ID# (B)(4).